Manufacturer narrative:
Motor error alarm during the basic occlusion test due to detached end cap. Motor passed motor test. Unable to perform functional test due to motor anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 79 mg/dl. The customer reported that the no delivery alarmed and piston was going out in the insulin pump. The customer performed troubleshoot. Customer states the tubing is not bent or kinked. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.